Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19164941/19265789.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.